Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was discovered by the receiving pharmacist. The device was filled with fluorouracil 5736 mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: may 20, 2022 - may 21, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed droplets of fluid inside a yellow color bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.